Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found an error message relevant to the alleged malfunction. The cse was not able to duplicate the malfunction. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator generated an error message that rendered it into an inoperable state.